Manufacturer narrative:
Device identifier: (B)(4). The mayfield base unit was received for evaluation: the reported complaint is confirmed from the evaluation. The unit received without the 6in transitional member and parts of the devices were worn. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. Unit is beyond integra's 7 years recommended life cycle ( lot code of 084 and manufactured in 2008 ). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress, and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit was not closing properly and needs repair. There was no known patient involvement or surgery delay.